Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed sudden voltage drops on (B)(6) 2015. The battery cap was not returned with the pump; a test cap was used to complete investigation. The pump was exercised for 24 hours with no errors, alarms, or warnings. The pump¿s current draws were found to be above specifications. Evaluation revealed that the eeprom component had failed. The component was removed and the pump¿s current draws returned to specifications. Unrelated to the complaint, the display screen was dim, faded, and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).